Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg 207-365 mg/dl). Pump supplies were changed and insulin injections were administered to address bg. Customer alleged pump was not working properly. As the customer was not experiencing an elevated bg at the time of the report and pump supplies had been changed, tandem technical support was unable to perform a complete system check.